Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
After a pacemaker exchange, the surgeon reported a pocket hematoma post-operatively. The surgeon stated it was difficult to stop the oozing in the pocket during surgery and the plasmablade device may have contributed to the hematoma. The patient went back to the operating room to evacuate the hematoma and later developed an infection at the surgery site. The patient was transferred to a second facility and went back the operating room for a lead extraction. The surgeon reported the patient passed away shortly after the third surgery. The time of death is unknown, but is estimated around 10 days after the first surgery. The surgeon reported the patient had multiple comorbidities and was on blood thinner during the first surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.